Event description:
Wife of end-user reported that there are several areas of bright pink non-open skin on end-user's abdomen, which started under bottom of tape border, and is now all the way around under tape border.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. According to end-user, skin care is performed with the use of lever soap and non-protective wipes. End-user was advised to use a mild soap (B)(4) and the use of protective barrier wipes. Lastly, it is reported that end-user saw a dermatologist on (B)(6) 2013 and has been using econazole nitrate twice per day to treat affected site. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted.